Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement of the device as a result of elective replacement indicator, it was identified that the right ventricular (rv) lead exhibited higher than normal rv pacing thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.